Event description:
The customer (third party svc organization) alleged no audio alarm found during pre-pt testing. The mallinckrodt customer support engineer (cse) inspected the device and replaced the audio alarm. The unit passed extended self testing. It is not verified that there was no alarm, and no malfunction may have occurred. This report is not an admission by mallinckrodt that this caused or contributed to the event alleged in this report.